Event description:
It was reported that the keypad button presses did not activate desired pump functions. The arrow keypad buttons intermittently not responding when pressed. Reported keypad buttons also feel sticky when pressed, but keypad intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, down and contrast keypad buttons intermittently responded to user inputs during testing, it was observed that the up and down key contacts were inverted, it was observed that the ok and contrast key contacts became inverted when pressed, and there was evidence of adhesive/contamination under all the key contacts.